Event description:
It was reported that the patient was going to undergo a revision on (B)(6) 2012 due to the implantable neurostimulator being loose in the pocket. Further details regarding the event were not available. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3777-45 lot# v818625038 implanted (B)(6) 2011 explanted unk; lead model 3777-45 lot# v711695007 implanted (B)(6) 2011 explanted unk; adaptor model 3550-39 lot# n304121 implanted (B)(6) 2011 explanted unk; adaptor model 37092 lot# 291510001 implanted (B)(6) 2011 explanted unk; adaptor model 355531 lot# n307738 implanted (B)(6) 2011 explanted unk; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4).